Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s pump was implanted yesterday ((B)(6) 2018) and the patient was inpatient. The patient experienced extreme itching to a point where the patient¿s arm is bleeding. The patient had a sore on his left arm from itching. The event occurred post-op. Environmental/external/patient factors that may have led or contributed to the issue was unknown, however it was further indicated the patient had a patient-controlled analgesia (pca) pump with hydromorphone. The reported drug hydromorphone is conflicting with report of the pump having administered morphine. It was further reported however that the physician was assessing the situation now to see if the patient was allergic to morphine. Diagnostics/troubleshooting performed was unknown. Actions taken to resolve the issue included having changed the pca medication and the physician was monitoring the patient. No surgical intervention occurred, and no surgical intervention was planned. The issue was not resolved at the time of the report. The patient was with injury at that time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but was not available. No further patient complications have been reported as a result of this event.